Event description:
It was reported that during a lap total hysterectomy procedure, while dividing the cervix, the tissue pad dislodged from the blade. The tissue pad came off of the device and was retrieved from the pt through the trocar. A second like device was used to complete the case. No adverse pt consequence was reported.

Manufacturer narrative:
Date sent: 06/27/2008. Eval summary: the analysis results found that the device was returned in good physical condition. The tissue pad was in good condition and complete, no anomalies were noted. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The batch record was reviewed and no anomalies were noted during the mfg process.